Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure in (B)(6) 2007 and tvt was implanted. It was reported that the patient underwent mesh removal on (B)(6) 2015 due to constant bleeding, extrusion of mesh into vagina, vaginal scarring and recurrence. No additional information was provided.